Event description:
A nurse reported to baxter (B)(4) that during therapy the machine alarmed the venous pressure was low at the beginning of the therapy. At 1pm in the afternoon, the machine alarmed the venous pressure was high and the blood burst from the venous transducer. Total blood loss was 200ml. There was patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up MDR will be sent.